Event description:
On (B)(6) 2022 the patient was implanted with a peripheral nerve stimulator (serial number: (B)(4)) to treat chronic pain. On (B)(6) 2022 the patient underwent an MRI on the same area the device is implanted. The patient reportedly felt strong paresthesia and clony. The physician interrupted the MRI. Stimwave quality attempted to contact the clinical representative on multiple occasions to obtain MRI conditions and additional information. However, limited information was provided. The patient is not currently experiencing discomfort and is wearing the device.

Manufacturer narrative:
The waa power failure questionnaire was reviewed for potential causes of the reported issue. However, the incorrect questionnaire was selected. Stimwave quality contacted the clinical representative to obtain more information but limited information was provided. Potential causes of unintended stimulation are incorrect programming parameters, the device does not meet MRI requirements, and interference with a non-stimwave device. The stimulator is used to treat pain. The cause of the reported issue is unknown. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain rates remain acceptably low; thus, CAPA is not required. Unintended stimulation/new pain rates will continue to be tracked and trended.